Event description:
Caller reported that the tandem mobi pump battery would not charge, and the charging connection was unstable. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement wall adapter, charging cable, and charging pad via two-day shipping. They advised the customer to use an alternate insulin delivery method if the pump battery depleted before receiving the replacements. Follow-up attempts were made customer did not respond to both follow up attempts.